Event description:
User facility reported that following an uneventful novasure uterine ablation the patient was discharged home. It was reported the patient's uterine cavity width was only 2.1cm. Later the following day (2008), the patient reported abdominal pain and was sent to the emergency room where a computed axial tomography ("cat scan") was done. The patient was admitted the same day, and had a bowel resection on the next day. The surgeon reported "there was a 5mm blanching on the serosa and the bowel had been burned." During follow-up with the physician on the following month, he reported that during surgery on original month, no uterine perforation was found but the patient had a perforated bowel and 3cm of small bowel was resected. The patient was discharged from the hospital on nine days later. Additionally, he reported the patient has been seen on follow-up and is doing "fine".

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by complainant. Two radio frequency controller (rfc) are in use at this facility. It is not known which controller was used for this procedure. Device history record (DHR) reviews were conducted for both radio frequency controllers and no abnormalities were noted. Both devices were released meeting all qa specifications. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under contraindications: a patient with a uterine cavity width less than 2.5cm, as determined by the width dial of the disposable device following device deployment.